Manufacturer narrative:
No report of patient involvement. The hospital biomed troubleshot the system with ge healthcare technical support. The display board was replaced to resolve the issue.

Event description:
The hospital reported that the unit booted up with a message that the alarm speaker was not functional. There was no report of patient involvement.